Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. Verbatim: rcc received a complaint via community. Pir attached. Pt had lr bolus ordered for fluid replacement, rn calculated the fluid replacement. 400cc bolus to be given with am meds along with a dose of potassium phosphate 9mmol. Potassium phosphate spiked and positioned above the primary lr bolus bag. Lr bolus programmed at 999. Plan was to program the secondary infusion of potassium phosphate after the lr bolus completed. This author at bedside charting and assessing patient when patient stated "are you giving me potassium or something? It burns?) This author looked at the patients IV site and then at the IV infusions on the alaris pump and noted that both infusion sets were dripping at the bolus rate of 999 thus infusing near the entire infusion of potassium phosphate. IV potassium phosphate was immediately clamped and patient was assessed for chest pain, hr, auscultation of heart tones, pulses, orientation, and skin color. Vs were taken. Pharmacy called, surgery service called, clinical engineering and clinical risk were paged, charge nurse notified, nursing direct.

Manufacturer narrative:
The "as received" inspection of the administration set found the disposable to be completely functional. A slight sign of wear and tear was noted, and there were also extra adapter set (model: 72213n). However, none of these findings interfered with the infusions. There is also a photo received from the customer, but this photo could not verify the functionality of the tubing. A device history record review could not be performed because the lot number is unknown. The root cause of this failure could not be identified without a replicated failure.